Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 270 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the infusion site (abdomen). As treatment for hyperglycemia, a correction was delivered and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A root cause for the reported dislodged cannula could not be determined. A leak test found no signs of leakage in the fluid path. No blood was observed on the received device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site.